Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the prime process. The blood glucose reading was 266mg/dl. Troubleshooting was performed, and the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarms during prime test due to loose drive support disk. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.